Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly of sc connector tear in seal near guide ring. If information is provided in the future, a supplemental report will be issued.

Event description:
Document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 03-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving li oresal (baclofen) at 500mcg/ml and 100mcg/day via an implantable infusion pump for the treatment of intractable spasticity and head/brain injury. It was reported that the connector on 8781 was not functioning correctly. Good cerebrospinal fluid (csf) was noted from spinal segment at implant. After connecting the pump portion, the hcp noted poor flow from connector. Despite many attempts through cap, poor cerebrospinal fluid (csf) persistent when attached to the pump. The hcp cut 28 cm from the pump portion and csf flow returned to normal. A 27.9 cm pump portion of 8780 was placed and good csf flow was noted at connector as well as at cap. There was no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue had resolved and patient status was alive with no injury. No further complication was reported.